Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller was used in the common bile duct during a biliary stent placement procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii disappeared approximately seven minutes into the procedure. While observing inside the bile duct, screen disturbance occurred. A rainbow-colored rough displayed on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.